Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display . The customer¿s blood glucose level was unknown. The customer reported that they had issues with the insulin pump had blank display and stopped working. It was also reported that they had damage and scratches on the screen. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self-test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and stripped battery cap coin slot (p).